Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
It was reported that the patient faced infusion set leakage at quick release and had high blood glucose event for greater than four hours which was treated by correction bolus via pump on (B)(6) 2026. The infusion set was used in for one day.